Manufacturer narrative:
(B)(6).

Event description:
It was reported that device detachment occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the chronic totally occluded target lesion. The device was removed and re-introduced. When the y connector was crossed and the catheter slightly advanced, a lost image was suspected. When the hand base was checked, the shaft was found to be separated about 20-30cm from the tip and the drive shaft cable was spinning around. The separated end was outside the y connector so the device was able to be captured and removed. It was thought the tip might have caught somewhere and the rotation of the drive shaft might have caused the outer shaft to be separated. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
E1 initial reporter city: (B)(6). The device was returned for analysis. Visual inspection revealed kinks in the imaging window assembly and imaging core. The imaging window was observed detached near the lapjoint section. Microscopic inspection noted pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure.

Event description:
It was reported that device detachment occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the chronic totally occluded target lesion. The device was removed and re-introduced. When the y connector was crossed and the catheter slightly advanced, a lost image was suspected. When the hand base was checked, the shaft was found to be separated about 20-30cm from the tip and the drive shaft cable was spinning around. The separated end was outside the y connector so the device was able to be captured and removed. It was thought the tip might have caught somewhere and the rotation of the drive shaft might have caused the outer shaft to be separated. The procedure was completed with another of the same device. There was no patient injury.